Event description:
It was reported by service report that the restraint buttons needed replaced and the headsection load wheel was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps, load wheel casting.